Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2013; 694758 lead, implanted: (B)(6) 2013. The medial portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead exhibited chronically high thresholds. It was further reported the high thresholds likely were due to patient anatomy and positioning/placement of the lead. The left ventricular (lv) lead was explanted and replaced. No patient complications have been reported as a result of this event.